Event description:
It was reported by the caller that during an afib procedure the patient developed a pericardial effusion. A pericardiocentesis was performed and the patient was stabilized and transferred to the ICU for observation. The patient was discharged 1 week later. Additional information was requested however no new information has been received. Any additional information will be submitted to the FDA in a supplemental report.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).